Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified de novo proximal left anterior descending artery. Dilatation was attempted using a 3.0 x 20 mm tenku rx balloon dilatation catheter, but the balloon ruptured during the first inflation. The catheter was prepped both outside and inside the anatomy. The device was replaced with an unspecified balloon catheter to continue and complete the procedure successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.